Manufacturer narrative:
Event date: unspecified date in 2018. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the locking titanium adapter disconnected from the peritoneal dialysis (pd) catheter and experienced a leak. This issue was noticed during patient use and the exactly location of the leak was not specified. There was no patient injury or medical intervention associated with this event. No additional information is available.